Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch.

Event description:
As reported on (B)(6) 2014 by the international distributor, "after finish ablation, it found there was difficulty to retract the array of electrodes of xl completely." Further info provided by the international distributor indicated the device deployed and retracted as intended prior to the ablation and the pt was not injured by this failure to retract at the end of the ablation. The pt status at this time is stable. No other harm or injury was reported for the pt.